Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient developed skin lesions over the device implant site. A biopsy was performed. The patient's leads were removed. No patient complications have been reported as a result of this event.